Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller alleges the pump is not delivering its basal rate of insulin. No adverse event reported; customer was able to self-treat. Requested return of the alleged device for evaluation.